Manufacturer narrative:
This report is submitted on may 29, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced poor performance with device use resulting in the decision to explant the device (date not reported). The patient was reimplanted with a new device during the same surgery. It was also reported that during revision surgery the surgeon noted infection at the implant site.